Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and blood glucose was high. The customer¿s blood glucose level was 286mg/dl at the time of the incident. The customer reported that the high blood glucose was caused from not getting insulin due to pump being off. The customer declined troubleshooting for high blood glucose. The customer reported that her pump went blank all of a sudden. The customer reported that the contacts on the battery cap are not missing or damaged. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display . Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.